Manufacturer narrative:
(B)(4). Any additional information received from the customer will be included in a follow-up report. The vyaire's field service representative (fsr) went on-site to evaluate the suspect device. The fsr was able to confirm the reported event and determined the most likely cause of the issue is the power supply/power drive printed circuit board assemblies. After replacing affected components, the issue was resolved. The fsr returned the device to service specifications.

Event description:
The customer reported while using the vela ventilator; the device displays motor fault alarms. The customer reported the issue occurred during pre-use setup. The customer reported there is no patient involvement associated with the event.